Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken door handle; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "handle door broken" was confirmed. Service determined, by visual inspection, that the door latch was broken. The device will be returned unrepaired because an approval for the estimate to repair the device was not received. A service history review revealed no previous service events were related to the reported condition.